Manufacturer narrative:
H3: pending investigation. D10: (B)(6) 180-01-54 - crown cup,cluster-hole gr.54. H7: z-2128-2021.

Event description:
The patient had a hip prosthetic cup from exactech implanted in 2014. As part of the manufacturer's recall campaign, the patient presented for a check-up. In the x-ray control there was a clear decentering of the prosthesis head and unusually large osteolysis in the acetabulum, as a sign of inlay wear. This was possible to verify when the inlay was changed on (B)(6) 2024 to a vitd-hardened one specially approved inlay (novation xle extended coverage liner, group 2, 36 mm i.d. Ref 142-36-62, sn (B)(6)). As part of the replacement operation, in addition to the inlay replacement, the firmness was determined, cup integrity as well as the curettage and sealing of the cysts in the socket using hydroxyapatite/calcium (cerament bone void filler) and changing the prosthetic head.

Manufacturer narrative:
H3: the revision reported may have been the result of prosthesis wear and osteolysis. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. Correction: h6 clinical codes, medical device problem code, component code.